Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: there is a clear visible charring at the right side of the upper jaw. There was a visible inspection of the jaw performed. Except for the blood soiling and the charring no further abnormities were found. The mechanical functions were checked. The clamping and the cutting functions worked well. The manufacturing documents have been checked and found to be according to specifications which was valid during the time of production. One probable root cause is a damaged insulation tongue (dissection clip). This damage created by wrong handling during cleaning the electrodes. A CAPA is necessary.

Event description:
Country of complaint: (B)(6). It was reported that an error message came up after a while and then the device sparked. There was no harm to the patient.